Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5554-45 implantable pacing lead, implanted: (B)(6) 2008; product ID: 5054-52 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported an ipg device battery had depleted earlier than expected. It was also reported that ventricular threshold levels were high and that the patient is pacer dependent. The device was replaced and returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.